Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. It was reported the patient presented emergently with abdominal pain. A cta revealed a type iiib endoleak in the main body portion of the bifurcated graft proximal to the flow divider. Intervention was performed on the same date, an 28/28/49 endurant aortic cuff was placed at level of flow divider to the top of existing graft. This was ballooned with a non mdt balloon. Post intervention angiogram showed the endoleak had resolved. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.